Manufacturer narrative:
Visual examination of the returned sample revealed a female fitting of the manifold to be damaged/incompletely molded. Co's molding specialists have been re-trained on inspecion procedures for the manifold fittings. Additionally, the molds themselves were inspected, and found to be acceptable and undamged.

Event description:
When manifold was connected to a syringe, there were bubbles noted in the manifold. There was no patient incident or injury.